Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was reviewed, finding no errors related to the complaint. A receiver functional test was performed and it passed all relevant testing, finding no failure. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event of initializing screen without manual restart could not be confirmed.  A root cause could not be determined.